Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16135 et tube, sher-I-bronch rs, 35, fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the blue pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the blue balloon cuff was able to properly inflate and deflate. These actions were repeated for the white balloon cuff with the same result. The et tube was submerged under water and an attempt to inflate the balloon cuffs was made to detect any leaks. Upon injection, the balloon cuffs inflated and no leaks were observed from the sample. No defects or anomalies were observed. The reported complaint of cuff leak was not confirmed based upon the sample received. The returned et tube was able to inflate and deflate when filled with air via a lab inventory syringe. The sample was submerged under water and able to stay inflated with no signs of leaking or any holes. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for proper inflation and are inflated for 4 hours at the manufacturing site. The reported issue was not found with the returned device.

Event description:
It was reported "when the doctor was inflating device before using on patient during clinical setting, it was found that the cuff was leaking, and finally replaced with a new one." No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "when the doctor was inflating device before using on patient during clinical setting, it was found that the cuff was leaking, and finally replaced with a new one." No patient involvement reported.